Event description:
End user reported to an international distributor that a control syringe could not connect properly to perceptor manifold possibly causing air to enter syringe. There was no pt injury.

Manufacturer narrative:
One used syringe was returned by the end user. The male stem of rotating adaptor was visibly bent. This condition can be caused by usimg excessive force to make a connection. No similar complaints have been received on syringes from the reported lot number. The reported event is notoccurring more frequently or with greater severity than usual for the device.